Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruations") and autoimmune disorder ("suspicion of autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), parosmia ("sense of smell had changed"), thirst ("she was often thirsty"), dry mouth ("frequently dry mouth"), metrorrhagia ("bleeding between menstruation cycles"), pollakiuria ("frequent need to urinate"), loss of libido ("loss of libido"), coital bleeding ("bleeding during or after intercourse"), insomnia ("insomnia"), vision blurred ("blurred vision"), disorganised speech ("switching words"), aphasia ("seeking for words"), hyperhidrosis ("excessive sweating"), alopecia ("hair loss") and constipation ("constipation"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, autoimmune disorder, parosmia, thirst, dry mouth, metrorrhagia, pollakiuria, loss of libido, coital bleeding, insomnia, disorganised speech, aphasia, hyperhidrosis, alopecia and constipation outcome was unknown and the vision blurred was resolving. The reporter provided no causality assessment for alopecia, aphasia, autoimmune disorder, coital bleeding, constipation, disorganised speech, dry mouth, hyperhidrosis, insomnia, loss of libido, menorrhagia, metrorrhagia, parosmia, pollakiuria, thirst and vision blurred with essure. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 22-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruations") and autoimmune disorder ("suspicion of autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), parosmia ("sense of smell had changed"), thirst ("she was often thirsty"), dry mouth ("frequently dry mouth"), metrorrhagia ("bleeding between menstruation cycles"), pollakiuria ("frequent need to urinate"), loss of libido ("loss of libido"), coital bleeding ("bleeding during or after intercourse"), insomnia ("insomnia"), vision blurred ("blurred vision"), disorganised speech ("switching words"), aphasia ("seeking for words"), hyperhidrosis ("excessive sweating"), alopecia ("hair loss") and constipation ("constipation"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, autoimmune disorder, parosmia, thirst, dry mouth, metrorrhagia, pollakiuria, loss of libido, coital bleeding, insomnia, disorganised speech, aphasia, hyperhidrosis, alopecia and constipation outcome was unknown and the vision blurred was resolving. The reporter provided no causality assessment for alopecia, aphasia, autoimmune disorder, coital bleeding, constipation, disorganised speech, dry mouth, hyperhidrosis, insomnia, loss of libido, menorrhagia, metrorrhagia, parosmia, pollakiuria, thirst and vision blurred with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: menorrhagia: the analysis in the global safety database revealed 587 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-dec-2017: similar incident listing attached and case updated accordingly. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.